Event description:
It was reported while using bd¿ sterile convenience trays w/ 10ml luer-lok tip syringes the product had foreign matter. This is 2nd of 2 related events. There was no report of patient impact. The following information was provided by the initial reporter: I am writing to inform you that we recently opened bd 10ml syringe luer-lok sterile convenience pak with lot # 2322310, expiry 2027-10-31. When opening the sterile barrier in the iso 5 it was discovered that one of the syringes was severely damaged and another syringe container black particles. I have attached pictures of the syringes within the tray. This tray was removed from the iso 5 and the five syringes which were filled were sent to destruction. We have also recently notice the bottom of the trays having black marks. Other issues we have encountered has been deficiencies in the count when the trays are open. I do not have the lot numbers for these trays which have black markings or deficiencies, however, I wanted to make you aware of the incidents.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-apr-2023. Investigation summary: fifteen samples were provided to our quality team for investigation. Through visual inspection, it was observed that one syringe had a small black spot on the barrel outside the scale marking area. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the makeup of the foreign matter. The results showed that the foreign matter was black glove used on the manufacturing plant floor. Potential root cause for the foreign matter is associated with the packaging process. A device history record review was completed for provided lot number 2322410. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ sterile convenience trays w/ 10ml luer-lok tip syringes the product had foreign matter. This is 2nd of 2 related events. There was no report of patient impact. The following information was provided by the initial reporter: I am writing to inform you that we recently opened bd 10ml syringe luer-lok sterile convenience pak with lot # 2322310, expiry 2027-10-31. When opening the sterile barrier in the iso 5 it was discovered that one of the syringes was severely damaged and another syringe container black particles. I have attached pictures of the syringes within the tray. This tray was removed from the iso 5 and the five syringes which were filled were sent to destruction. We have also recently notice the bottom of the trays having black marks. Other issues we have encountered has been deficiencies in the count when the trays are open. I do not have the lot numbers for these trays which have black markings or deficiencies, however, I wanted to make you aware of the incidents.